Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hypoglycemia with a lowest bg of 55 mg/dl during the night. The low was corrected with glucose gel, and glucose subsequently returned to range. No symptoms or medical intervention were reported.